Event description:
Information was received indicating that the patient had passed away at home. Information was received from the patient's neurologist that the patient passed away from cardiac arrest. A review of the settings from the patient's device in the programming history database showed that the patient was programmed on and diagnostics indicate that the patient's device was functioning as of (B)(6) 2011. The funeral home who oversaw the patient's internment was contacted and indicated that the patient was buried with the device. Subsequently the device is not expected to be returned. The patient's physician did not know the circumstances surrounding the patient's passing and thus could not provide an assessment of if vns contributed to the patient's passing. No other relevant information has been received to date.